Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: suture failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician used a prostar xl to attempt arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the ring was pulled to deploy the needles the needles did not deploy. A second prostar xl was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.